Event description:
It was reported that a physician attempted arteriotomy closure of the right femoral vein using proglide devices prior to a pulmonary percutaneous valve procedure. Reportedly, using a pre-closure approach, the physician placed a 7fr sheath to deploy two proglide devices, the proglide devices were deployed in a pre-close fashion uneventfully, and the sutures set aside. The sheath was then upsized to 22fr to perform the index procedure. Upon completion of the index procedure, suture advancement of the second proglide was being performed when the suture broke (while advancing the suture the non-rail suture broke) at skin level. The physician decided to attempt a 3rd proglide but he had difficulties advancing the device sheath into the arteriotomy and decided to remove the device and apply manual arterial compression to achieve hemostasis. There were no adverse patient effects. The right femoral vein was described as a clean vessel. The manufacturer representative was present during vessel closure and believes that the user may have applied too much force on the suture causing the breakage. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient was reportedly approximately (B)(6). The perclose proglide instructions for use (IFU) state this device is indicated for the percutaneous delivery of suture for closing common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using a 5f to 8f sheaths. The device was discarded at the facility, without the product to examine an analysis could not be performed and a determination of a cause for the reported event could not be made. A device can be difficult to advance due to a number of factors including, but not limited to: tight tissue tract, patient obesity, or heavily scarred patient tissue. This may have been a contributing factor to this event, but cannot be confirmed. The proglide devices are hydrophilic coated. To help ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices are visually inspected to ensure that the coating covers the entire surface and they are tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not identified prior to being discarded. The other proglide is being filed under a separate manufacturer report number.